Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient was presented for a routine post discharge follow-up and experienced severe dizziness such that a wheelchair was required for transportation into the clinic. The patient reported that he had dark tarry stool for the past several days. The patient tested positive in a hemoccult test. The patient was admitted to the medical ventricular assist device service for evaluation. The patient's hemoglobin decreased from 9.8 g/dl on (B)(6) 2018 to 7.5 g/dl on (B)(6) 2018. The patient's international normalized ratio was also elevated. The gastroenterologist was consulted and suggested the cause of symptoms was congestive enteropathy. The patient was treated with intravenous proton pump inhibitors and a clear liquid diet as well as venofer from (B)(6) 2018 to (B)(6) 2018. The patient was also placed on intravenous heparin and coumadin until a therapeutic international normalized ratio was achieved. No further gastroenterology testing was performed. The patient was discharged on (B)(6) 2018 with a hemoglobin of 7.4 g/dl and an international normalized ratio of 2.0. No further information was provided